Manufacturer narrative:
Insulin pump received with broken battery tube thread and broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the battery cap and lip ring was damaged. The customer¿s blood glucose level was 168 mg/dl. The customer also stated that the reservoir able to lock in place. Troubleshooting was performed for damage and noticed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.